Manufacturer narrative:
Date rec¿d by MFR : 24aug2019, date of report : 28aug2019. Repair information was received. Although requested, patient involvement information was not confirmed. The customer replaced the power management printed circuit board (pm pcb), but this did not resolve the issue. The fse recommended replacing the power switch overlay. The customer replaced the power switch overlay to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an alarm light emitting diode (led) failure. The customer reported that the led activates when an alarm is generated. It is unknown if the device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.